Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a burning smell was coming from the power supply of a 2008t hemodialysis (hd) machine. The biomed also reported finding a lot of dust in the power supply. Additional details were provided upon follow-up with the biomed. The biomed reported finding thermal damage on balancing chamber 34. They stated the valve looked burnt and blackened. No damage was noted on any other components. The biomed said the machine was on the floor but not being used for patient treatment. The burning smell was noticed at the end of the day as the clinic was preparing to close for the evening. The machine was on and displaying the regular home screen. There were no machine alarms that occurred. The biomed confirmed there were no signs of any smoke, sparks, or flames. The biomed said the machine has between 30,000 and 35,000 operating hours on it. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and it did not have any past problems with failing the electrical leakage test. The biomed repaired the machine by replacing the balancing chamber valves, and stated the machine was ready to be put back in service. The burnt valve was discarded and not available to be sent back for evaluation. However, a photo of the reported damage was provided for review.